Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the asymptomatic patient presented for an in clinic check. Upon interrogation, the implantable cardioverter defibrillator was discovered to be in backup vvi mode. The device was restored successfully and was functioning normal. The patient was stable.